Event description:
Revision surgery - the patient fell a month ago and experienced pain in the knee. The patient's knee was unstable, as a result, the doctor removed the scar tissue and the 6/15 insert. A 6/15 u/c insert was implanted.